Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.

Event description:
During an in clinic follow-up, it was reported the device eroded from the implant pocket and completely migrated out of the patient. No intervention has been performed to resolve the event. The patient was in stable condition and will continue to be monitored.